Manufacturer narrative:
Other: responsible for marketing and operationalizing the use of surgical products in the territory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, on the third firing for stapling of vascular tissue, the handle did not recognize the reload. Replaced by other reload with the same lot and the indicator light were all ok within the standard for use but when operating the powered stapler, the device locked. After pressing the pre-trigger button without intercurrent, the reload did not initiate the stapling and cutting movement of the tissue. Manual handle was opened but also locked. Another reload was opened and the powered stapler worked normally, but by placing another reload, the powered stapler did not work again. New reload from new lot number was used and it worked normally. The surgical time was extended by more than 30 minutes due to the product problem. There was no patient injury.